Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. The sensor plug was properly seated, and no damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Performed visual inspection of the sensor plug assembly and no failure modes were observed. An accuracy test performed, and the results were within specification. No malfunction or product deficiency was identified. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received an sfda user report in which a customer indicated experiencing a low reading issue with the adc device. The customer obtained a sensor reading of 55 mg/dl compared to a laboratory result of 394 mg/dl. The results, when plotted on a parkes error grid, fell into the 'd' zone showing the difference in values to be clinically significant. There was no report of third-party intervention for the reported issue. Based on the information provided, there was no report of serious injury associated with this event.